Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 8 years later due to painful tha and during surgery adductor muscles were found devoid. Surgeon reported head/taper were difficult to disengage but ultimately was able to remove. All components revised, except for stem was retained. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial left tha. Patient was revised due to pain. During the revision, the adductor was found damaged and was repaired. No infection noted. It was difficult to disengage the head/taper but was able to be removed with minimal trunnion damage. Stem was retained. Shell was removed and a new cup and head placed. No other complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.